Event description:
The patient contacted animas on (B)(6) 2012 reporting that the battery was changed two days ago and replaced battery again yesterday for short battery life. The patient stated that the current battery in the pump is very hot. The patient stated that there were no unusual environmental exposures and no moisture or corrosion in the battery compartment. The battery cap is secure on the pump and there is no damage to the pump. This report is made based on the allegation of the temperature issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.